Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported the customer received a no delivery alarm after an infusion set change. Customer's blood glucose was unknown. The customer also reported their no delivery alarm was resolved with an infusion set change. Customer declined to return their products for analysis. No additional information provided.